Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and pericardial effusion. Diagnostic testing and troubleshooting was performed and a drain was needed for the effusion. The right atrial (ra) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.